Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was defective and fraying. Several sutures of the same lot were found to fray and not tie causing, added time to the hernia repair case. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw 4900320000-2024-8016. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - how long (in minutes) did the surgery prolong? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - it was reported that "several sutures of the same lot were found to fray and not tie", what is the total number of products involved in this event? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - device return status. Please document the shipment tracking number: - please provide the source or name of person providing answers to follow-up questions: attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.